Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. Device not returned..

Event description:
Per the customer, the field generator percentage was at 98% with a registration quality of .4 instruments were consistently showing as off to the patients left. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the field generator percentage was at 98% with a registration quality of .4 instruments were consistently showing as off to the patients left. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.